Manufacturer narrative:
A lot history review could not be performed, as the lot number is unknown. Vacora biopsy probe was returned. The probe was installed into an in-house driver with no issues. The driver rest the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The probe did not complete the sixth priming cycle, returning to the original configuration with lights flashing on the driver. The lid of the driver was opened and closed to reset the probe. The probe did not complete the priming cycle again, experiencing the same problem. The investigation is confirmed for failure to prime, as the returned probe failed to complete the priming cycle during functional testing. The most probable root cause for this event is the interaction between the driver sprocket gear and the probe gear wheel spindle. Additionally, specific warnings and potential complications are included in the vacora biopsy probe current instructions for use (IFU).

Event description:
It was reported that during an ultrasound guided breast biopsy, after the device completed the initialization process, the device was not able to fire and the driver went to orange and green lights flashing. Two more needles were inserted into the driver but the same issue occurred. Another biopsy system was used to complete the procedure, but the macro calcifications could not be removed. At that time it was determined that the patient will have to undergo another procedure. There was no patient injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.